Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level at time of incident was 400 mg/dl. The customer was treated with insulin pump. Customer reports the following symptoms related to their high blood glucose level like nausea and dizzy. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer declined troubleshooting. The insulin pump will not be returned for analysis.